Manufacturer narrative:
On 09 december 2016 the medical affairs director performed a clinical evaluation and commented as follows: early postoperative femoral fracture. No report of traumatic event, just two days after primary tha. One possible cause is an occult intraoperative femoral fracture. Intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device. Batch review performed on 13 december 2016. Lot 153454: (B)(4) items manufactured and released on 11 september 2015. Expiration date: 2020-08-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined the patient had a post op peri-prosthetic fracture. The surgeon revised the stem and head. The surgery was completed successfully. X-rays are available. Explants are not available.